Event description:
During a peripheral stenting treatment procedure, the balloon of the express biliary ld stent system could not be pulled back into the 7f arrow long sheath, following deployment of the stent. The lesion being treated was located in a tortuous left subclavian artery. The stent delivery system and the sheath were withdrawn as one unit. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.